Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
On 4/27/2016 surgeon reported that patient had lasik surgery in both eyes on (B)(6) 2016 and presented on day two with discomfort in left eye. Physician placed bandage contact lens (bcl) for small epithelial defect inferiorly, with some diffuse lamellar keratitis (dlk) peripherally. On (B)(6) 2016 bcl was removed, started on vitamin c, medrol dose pak, pred forte instead of durezol, artificial tears, celuvisc, genteal gel and moisture chamber; continue vigamox. On (B)(6) 2016 visit epithelial defect and dlk was slightly better; bcl placed again; punctual plugs upper and lower for left eye were placed. On (B)(6) 2016 visit slow healing noticed and continue medications/chamber' on (B)(6) 2016 visit eye looking better, bcl removed. Dlk much improved, some epithelial irregularity inferiorly. On (B)(6) 2016 visit patient started restasis in both eyes and muro in left; slit lamp exam left eye with irregularity edge of lasik flap, inferiorly. No active inflammatory cells, mild haziness inferior border. On (B)(6) 2016 visit exam was worse than previous visit; slit lamp photos done. It was noticed the edge of flap with slight loss of tissue and slightly rolled back. On (B)(6) 2016 visit secondary surgeon performed flap lift without problems from the inferior border. A sheet of epi-ingrowth was clearly visible. Ingrowth was removed with spatula from both stromal surfaces and flap was replaced. Surgeon did 10 minute drying time and patient tolerated well. Bcl placed. Vigamox and steroid were stopped on (B)(6) 2016. Bcl removed (B)(6) 2016; patient states he is doing well. Continued follow up visits with secondary surgeon and patient was last seen (B)(6) 2016. No dlk, no epithelial-ingrowth, no infra-nasal flap melt, no inferior haze; patient to continue ats four times a day and to return in one month. Visual acuity (va) in left eye fluctuated 20/20 to 20/30 uncorrected; (B)(6) 2016 uncorrected va in left is 20/20 (patient states he is doing well). Patient was scheduled for having photorefractive keratectomy procedure in right eye but it has not occurred yet. He is now back in his contact lens and visual acuity 20/20 with correction. He has decided not to move forward with any other treatment for now.